Manufacturer narrative:
B5: post-op, the patients visual acuity is 20/20. The vault value is 211 and the lens is transparent. Although the vault is a little bit low, it is relatively stable. The doctor is still on observing. Claim # (B)(4).

Manufacturer narrative:
D4: unique identifer (UDI)# - (B)(4) should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/+2.0/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was reported as having low vaulting and remained implanted. The lens was the replacement lens for MFR. Report # 2023826-2022-03981. The cause of the event was unknown.